Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the colon was very large and took 2 complete cuts to get across. The first cut was fired on blue and created good staple lines, while the second line was fired on gold setting and had approx 4-5 staple (again closest to the knife) that did not form. A third reload was used to close the hole used to place the anvil and had good staple lines and was fired (I think) on blue.

Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, unformed staples were noticed while inspecting the staple line. The problem was noticed after the second firing of the device. About a one and one-half centimeter length section, midline of the staple line closest to the blade, one leg of the staple was unformed. The device was fired a third time successfully. After inspection, the surgeon felt comfortable with the staple line. There was no adverse consequence to the patient.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. We have documented the circumstances as they were reported to us. Batch history review has been completed with no anomalies reported.